Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An office manager reported during a customer survey, the surgeon indicated an increase in the rate of patient enhancements have occurred after utilizing the ocular aberrometer during cataract procedures. No additional information available.